Event description:
In 2009, the office manager reported that during surgery, the speedlink broke and then the surgeon had to implant another one. Additional info received on 21 sep 2009 via telephone, the sales representative reported that during surgery, the surgeon was attempting to implant a speedlink when the center screw stripped and the speedlink disassembled on the construct. The surgeon was able to take the speedlink out and implant another one. There was a surgical delay of more than 30 mins.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.